Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data could not be extracted using approved software and extraction was successful. Unable to perform smu/poise voltage test. An extended investigation was performed. A review of the case history was performed. Data could not be extracted on the return sensor. Visual inspection performed on the returned sensor and damage was observed on the printed circuit board assembly (pcba) with the molex connector out of the pcba (see attachment) and the battery has been unsoldered. The sensor initial data (log) has been extracted and observed that sensor was in state 8. Sensor state 7 and sensor state 8 was an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. A scan was attempted to the retuned sensor with a fr4 fixture and the sensor was able to scan with the evaluation module (evm). To confirm the functionality of the returned sensor. Source measurement unit (smu), temperature specification and poise voltage tests would be performed. Observed opt event log full, therefore sensor was unbale to be restore. Due to the sensor opt event log full this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 15.5 mmol/l compared to readings of 6 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 15.5 mmol/l compared to readings of 6 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.